Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. It could not be determined if the damage effected the delivery of insulin.

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 36 and 48 hours. Upon review of the pod, the pod's cannula was found bent.